Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence and the urethra atrophied. The aus was explanted, replaced and sized down on the cuff. There is no additional information reported.